Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d6b - date of explant: corrected. Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed a thrombus formation that could have contributed to the report of rising dehydrogenase (ldh). A specific cause for intermittent low flow observed in the first submitted log file could not be conclusively determined through this evaluation. Additionally, a direct correlation between (B)(6) and the patient¿s outcome could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 30.5¿ from the pump housing. The distal portion of the driveline (including the controller connector) was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The apical sewing ring was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft and outflow graft bend relief were not returned. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of the returned device, fixed blood was found throughout the pump, consistent with the withdrawal of care. Examination of the rotor revealed a thrombus surrounding the bearing ball. This thrombus showed evidence of laminated layering, indicating that it formed in the device over an unknown period of time. The size of this thrombus suggests that it could have contributed to the report of rising lactate dehydrogenase (ldh). Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. Superficial damage to the outer silicone jacket was confirmed in the investigation as well. A specific cause for the damage could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available and the heartmate ii patient handbook are currently available. Section 1, ¿introduction¿, lists device thrombosis, respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 1 "introduction" and 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. It also provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that was admitted on (B)(6) 2023 with concern for pneumonia and was found to have persistent hypoxia, high filling pressures, and a rising lactate dehydrogenase (ldh). Their ldh values on (B)(6) 2023 at 09:03 was 957, and on (B)(6) 2023 at 05:55 was (B)(4) and at 18:17 was (B)(4). It was noted that on (B)(6) 2023 at 11:17 their ldh value was (B)(4). Log files were submitted for review. The log file contained low flow hazard events between (B)(6) 2023 and (B)(6) 2023. There appeared to be a slight jump in pump power after the low flow events to the 5-6w range and continued for the remainder of the log file; baseline pump powers were in the upper 4w to low 5w range prior to the low flow events. It was noted that pulsatility index (pi) values showed an increase over the course of the log file. A notable decrease in power/flow was also seen during this time frame. These readings did not appear to be the result of any external equipment malfunction. 30mg of tissue plasminogen activator (tpa) was administered due to a suspected pump thrombosis. Follow-up log files were submitted for review. The follow-up log file appeared to contain around 8 additional lines of event data. During that limited time frame, the log file contained a few pi events with no abnormal alarms or events between (B)(6) 2023 and (B)(6) 2023 and the pump parameters appeared to return to routine operational values for the system with no further low flow alarms recorded. The patient's ldh on (B)(6) 2023 was (B)(4) and on (B)(6) 2023 it was (B)(4). They had an echocardiogram on (B)(6) 2023 that showed worsening left ventricular function and the inflow cannula was not well visualized. On (B)(6) 2023, their ldh was (B)(4) and on (B)(6) 2023 it was (B)(4). On (B)(6) 2023, their ldh was (B)(4) and on (B)(6) 2023 ldh was (B)(4), then began to trend up. On (B)(6) 2023 ldh was (B)(4), on (B)(6) 2023 ldh was (B)(4), (B)(6) 2024 ldh was (B)(4), and on (B)(6) 2024 ldh was (B)(4). The patient was on a heparin drip and submitted follow-up log files captured routine events. It appeared the ventricular assist device and peripheral equipment were functioning as intended despite the elevated ldh values and pump powers were stable in the 6w range and the pi values were stable as well. The patient and family decided to have the patient placed on hospice and withdrew care on (B)(6) 2024. The patient passed away from respiratory failure and pump thrombosis. The outcome was considered to be device or therapy related and the pump was explanted. It was unknown if an autopsy would be performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.